Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was admitted to the e.r. For a stroke. A CT scan was performed and the result was normal. It is thought that the stroke was caused by a blood clot but was not confirmed. Follow up report indicated that the patient is recovering from the event and hf10 therapy is helping her with chronic pain.